Event description:
In 2009, pt reported her readings have been elevated for the past 1 to 1.5 weeks. She stated she switched to her backup infusion device, and her readings have started to come back down 2 days later. Pt reported her elevated readings have been in the 200 - 412 mg/dl range. She stated she was attempting to troubleshoot the highs on her own and changed the infusion site and "everything." Pt reported the infusion device has not given any error messages to indicate a malfunction. She stated she saw a little itchy red spot after she removed the infusion site, so it may be possible that the insulin was not going in properly. Pt reports she thinks it may have been a bad insertion area that caused the readings to go up. She stated that happens off and on and has found some infusion sites work better than others. Pt reported she tried injections to help bring her readings down and that worked fine for her. She stated she does not allow insulin to reach room temperature before using it. Advised she leave it out 30-45 min. Before using. Pt reports she does reuse her insulin cartridges; advised against it. Had her run a prime and insulin did drip out. She was not sure when she bolused last on her primary infusion device because she has been using the backup infusion device since three days. Advised reducing the amount of insulin and maybe try using half cartridges. Pt reported she has been working with her physician since about four weeks, and physician is requiring her to call her readings in every week. On follow up call pt stated she has switched back to the primary infusion device, and her readings are back to normal. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.